Manufacturer narrative:
The other relevant components include: product ID: 8840, (B)(6), product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the last two refills occurred on (B)(6) 2017 and (B)(6) 2017.

Manufacturer narrative:
This device is the fourth pump the study was not using. Other relevant components include: product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician h7: this device is included in the medical device correction, "model 8870 software application card used in the 8840 n¿vision¿ clinician programmer for synchromed implantable infusion system therapy", customer letter ((B)(6) 2013). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding implantable drug infusion pumps. It was reported the representative had an account that he worked with that implanted pumps into dogs for amyotrophic lateral sclerosis (als). The representative reported the account was seeing the low reservoir and/or the empty reservoir when ¿they telemetry the pump¿. The representative stated the account did not hear any alarms from the pump when the pump presented itself with one of these messages. The representative stated everything else seemed correct such as the expected versus actual volume. The representative wanted to know if that would have anything to do with the new software card for the 8840 physician programmers. No symptoms/complications were reported. The representative stated he didn¿t not have more information about the event, so he would have a nurse call into tech support to review. The representative did not know how many pumps were affected by the issue. The drug used in the pumps was ¿riolesaol¿ (spelled phonetically) with unknown concentrations and doses. Additional information received on 2017-jul-28 from a nurse reported four pumps were used for the study. At the pump refill, it was noted that the pump should have had between 7-8 ml in the tank, and that was what they were removing from the pump. They would get the error message on the programmer for low or empty reservoir on all four pumps. It didn¿t happen at every refill. It happened that last two times. The pumps never went empty. The low reservoir alarm was 1 or 2 ml. The cause of the low/empty reservoir message on the programmer was not determined. They were only using one programmer. They had a work-around for the issue. They would go into the programmer and lie to it and say there is 20 ml. An alarm was not heard; the cause of there being no audible alarms was not determined. The pumps seem be functioning fine. There were 3 pumps that had this issue. There was no issue with the fourth pump as they were not using the pump. They were getting the error on the programmer after the aau version software update.

Manufacturer narrative:
(B)(4). Product ID 8637-40 lot# serial# (B)(4) implanted: explanted: product type pump product ID 8637-40 lot# serial# (B)(4) implanted: explanted: product type pump product ID 8870 lot# serial# unknown implanted: explanted: product type software product ID 8637-40 lot# serial# (B)(4) implanted: explanted: product type pump if information is provided in the future, a supplemental report will be issued.